Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device fails patient occlusion test which were reproduced during evaluation and found to be caused by the downstream tubing guide being out of adjustment. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump during downstream occlusion test, the alarm did not trigger in the passing range of 6-19psi, didn¿t get triggered until around 26psi". The event occurred during preventive maintenance and there was no patient involvement. No additional information is available.